Event description:
Report recevied of the clave housing separating from the remaining components of the clave valve. The pt was receving an unspecified IV therapy through the distal clave port of the IV set. At an unspecified time into the infusion, the clave housing separated from the remaining components of the clave valve. The separation was noticed immediately. There was possibly some bleedback in the tubing, but no blood loss was reported. Though requested, no additional info was available.